Manufacturer narrative:
The dentist refused to provide the patient's weight. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [c200218-03]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial no. (B)(4). There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 4 service records since the device was shipped. The repair details are as follows: on (B)(6) 2012: the repair details are unknown due to the record retention period having elapsed. On (B)(6) 2013: the cartridge, drive shaft, dog clutch, and headcap were replaced. On (B)(6) 2016: the cartridge, drive shaft, dog clutch, and headcap were replaced. On (B)(6) 2018: the cartridge, drive shaft, and dog clutch were replaced. With respect to the last three repairs in the above list, the service records indicate that nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi set a test bur in the handpiece, connected the handpiece to the motor and tried to rotate the motor. However, the handpiece was locked and the motor did not rotate at all. Therefore, nakanishi was not able to conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following phenomena: the ball bearing on the rear side of the cartridge was broken. There was debris on the other parts of the handpiece. Nakanishi took photographs of all of the disassembled parts and kept them in investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation due to the broken bearing retainer. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing retainer was the ingress of undesirable materials into the bearing. A lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist, and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating as instructed in the operation manual.

Event description:
On (B)(6) 2020, nakanishi received a phone call from a dealer about an nsk handpiece overheating. The information nakanishi obtained from the communication is as follows: - the event occurred on (B)(6) 2020. - a dentist was polishing tooth #4 of the patient's upper jaw using the z95l handpiece (serial no. (B)(4) after filling the tooth with a composite resin. - during the procedure, the dentist found a whitish injury on the patient's lower left lip. - since the patient did not complain about pain, the dentist believed the injury to be discoloration due to chemicals and explained so. - the patient was under anesthesia. - after the procedure, the patient went to a dermatology office and was diagnosed with burn.